Event description:
It was reported that during an intercranial stenting procedure, "procedure resulted inadvertent perforation of branch vessel." Physician was "not certain whether balloon [device in question] or wire caused perforation." Boston scientific was informed on 9/14/2007 that the facility had reported this event to the FDA, and no further info was available. Date of reporting and report number were not provided.

Manufacturer narrative:
The product has not been made available for eval.